Manufacturer narrative:
(B)(4). Batch # p58e37. Device evaluation: the analysis results found that the ats45 device was received with the firing mechanism damaged and with no cartridge loaded in the device. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: did the device deliver any staples or a cut line before getting stuck? Fired once and then locked up. If yes, were the cut line and staple line equal in length? Everything was as it should be. Attempts were made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there staples missing from the staple line deployed?

Event description:
It was reported that during a laparoscopic total nephrectomy procedure the device stuck while firing on the first firing with a white reload and no buttressing material which resulted in an incomplete staple line. Procedure was completed with another device of the same product code from a different lot number. There were no patient consequences reported.